Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inserter not releasing sensor. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed and confirmed that introducer needle was bent or damaged. Blue frame of the inserter was flushed to the plunger of the inserter and inserter did not release sensor after re-attempting insertion. No harm requiring medical intervention was reported. No product return was required for mmt-5120c1.

Manufacturer narrative:
Received the following, one opened/used simplera serter in its non-retracted state. One simplera sensor returned, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), and found the needle housing on the serter cap to be damage (dented). Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the actuation clips are intact, inspected the insertion and retraction springs for any misalignment, and none were found, also found the sensor stuck inside the serter base due to the insertion needle is bent inside the sensor base. Due to the serter was received the following, in its non-retracted state a failed actuation complaint does not apply. Then, using the sciencescope macroscope (cc-sjult-4k-af) it was visually found the sensor flex bent inside the needle canal. See attachment file for details. In conclusion: the customer complaint of failed actuation event could not be confirmed. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how this event happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.